Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the distal end bending section cover was broken on the flex deflectable videoscope. The reported issue occurred during device reprocessing and the cause is unknown. There was no patient involvement, and no harm was reported as a result of the event.